Event description:
Caller tested 4.1 inr on the coaguchek xs system and 2.9 inr on a professional coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.